Event description:
Pt was revised due to aseptic loosening of the tibial component.

Manufacturer narrative:
(B) (4). Eval summary: loosening can occur for numerous reasons including, but not limited to, exposure to extreme forces, inadequate cementing technique, breakdown of the implant/cement interface, inadequate bone quality, or adverse pt reaction. No x-rays were provided and no devices were returned for eval. Without further info, the probable cause of the reported loosening cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicted. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.